Event description:
Due to the patient's battery being on advisory for premature battery depletion, I gave the patient the letter from st. Jude medical, and spoke with them regarding the advisory and the recommendations for maintaining that the merlin remove monitor at home is hooked up, and I programmed his vibratory alerts to 16 seconds x 16 events every 10 hours, I went to demonstrate the vibratory alerts to the patient and he could not feel it when I was using wireless, therefore I placed the telemetry wand over the device and again tried to demonstrate the vibratory alerts, again the patient was unable to feel the vibratory alert, I also felt his chest and did not feel any vibration of the device. I called st. Jude technical services and spoke with (B)(6) regarding the inability to feel the vibratory alerts, and he was unsure why this could not be felt, however since it is a battery advisory device and that is one of the recommendations for alerting the patient it is up to dr. (B)(6) as whether to proceed with a generator change. I spoke with dr. (B)(6) and he wants the patient to proceed with a generator change, I spoke with the patient and his wife at length regarding the situation and he will proceed with the generator change when he returns from vacation. There were no battery issues noted at this visit. Due to this matter of vibratory alert not working, and the battery being on advisory, the electrophysiologist is scheduling the patient for a generator change on (B)(6) 2017.